Event description:
The customer's husband stated that the customer was hospitalized for high blood glucose levels with a reading of 600 mg/dl. The husband stated that the cannula was bent when the customer removed the infusion set. The husband did not fell comfortable troubleshooting the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.